Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 262 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer has had a skin rash and was unable to sleep. The cause of the high bg was unknown and the customer did not know if the rash and lack of sleep was the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.